Event description:
Hillrom received a report from a hillrom technician stating the bed alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Per the hillrom service manual, thetotalcare® bariatric bed and totalcare® bariatric plus therapy system require an effective maintenance program. We recommend that you perform semi-annual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Unlock the brakes. The system sounds a periodic audible beep, and the brake not set indicator flashes. Make sure the brake not set control is correctly adjusted a search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in april 2021. It is unknown if the facility performed any other preventative maintenance on this bed. Hillrom has contacted the account three times asking if they are able to locate the bed with this alleged issue. The account is unable to locate the bed.